Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte catheter broke or separated. The following information was provided by the initial reporter, translated from portuguese to english: when the professional went to remove the catheter part of the fragment of the catheter entered the patient's vein and they could not locate it.

Manufacturer narrative:
Additional information received on 14 apr 2025 confirms that this reported failure (catheter broke/separated after placement) did not occur with this device. Correction: cancel MDR.

Event description:
Additional information received on 14 apr 2025 confirms that this reported failure (catheter broke/separated after placement) did not occur with this device.